Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance has risen and is high. The threshold was also reported to be up. The lead remains in use. No patient complication has been reported as a result of this event.